Event description:
Caller reported that t:slim x2 pump battery would not charge despite various troubleshooting attempts, including using different charging cables and adapters. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, confirmed the shipping address, and provided instructions for receiving the replacement and returning the faulty pump. Customer planned to use a backup insulin pump until the replacement arrived.